Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a procedure involving endovascular aneurysm repair with a cook iliac branch device in a hospitalized patient, two roadrunner uniglide hydrophilic wire guides felt "grainy" and "like the coating comes off". Access was obtained in the femoral arteries. The wires were opened and flushed with saline. Latex gloves were worn, and the coating was activated with saline for a maximum of ten minutes. The patient's anatomy was normal. The wires were advanced into a cook catheter with "a lot of effort". Reportedly, although the wires were wiped with saline, they quickly became sticky and impossible to work with properly. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the DHR for the complaint lot found no relevant non-conformances. The sub assembly lot found one relevant non-conformance on two devices; however, the affected products were scrapped. A review of complaint history found no additional complaints for this lot number. The device instructions for use (IFU) states, ¿how supplied; upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. Although one relevant non-conformance was noted on a sub-assembly lot, all non-conforming products were scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure without a design or manufacturing issue contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. **UDI related data quality updates only** this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a procedure involving endovascular aneurysm repair with a cook iliac branch device in a hospitalized patient, two roadrunner uniglide hydrophilic wire guides felt "grainy" and "like the coating comes off". Access was obtained in the femoral arteries. The wires were opened and flushed with saline. Latex gloves were worn, and the coating was activated with saline for a maximum of ten minutes. The patient's anatomy was normal. The wires were advanced into a cook catheter with "a lot of effort". Reportedly, although the wires were wiped with saline, they quickly became sticky and impossible to work with properly. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: customer name and address = (B)(6). E3: occupation = regulatory affairs manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.